Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were partially clotted specimens with a bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes. The following information was provided by the initial reporter: material no. 367960, batch no. 9004561. It was reported there were partially clotted specimens, causing issues with analysers. Partially clotted specimens. Causing issues with analysers.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed. All samples were visually inspected for the presence of heparin additive, and all tubes were found to contain heparin spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the heparin additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were partially clotted specimens with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: material no. 367960, batch no. 9004561 it was reported there were partially clotted specimens, causing issues with analysers. Partially clotted specimens. Causing issues with analysers.

Manufacturer narrative:
The following field has been updated with correction: g.4. Date received by manufacturer: 2019-06-17.

Event description:
It was reported that there were partially clotted specimens with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: material no. 367960, batch no. 9004561 it was reported there were partially clotted specimens, causing issues with analyzers. Partially clotted specimens. Causing issues with analyzers.

Manufacturer narrative:
Patient identifiers reported: age at time of event: 91 years, sex: female. It was reported that there were partially clotted specimens with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes during use and caused issues with the analyzers. The following information was provided by the initial reporter: material no. 367960, batch no. 9004561 (3 of 8). It was reported there were partially clotted specimens, causing issues with analysers. Female patient, age 91, initial result 0.47 and post filtered result 0.01. A significant increase in the number of falsely elevated troponin results. This method (beckman-coulter accutni+3 for the access platform) is known to sometimes produces this type of result when fibrin strands are present in the plasma sample. Partially clotted specimens. Causing issues with analysers.

Event description:
It was reported that there were partially clotted specimens with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes during use and caused issues with the analyzers. The following information was provided by the initial reporter: material no. 367960, batch no. 9004561 (3 of 8). It was reported there were partially clotted specimens, causing issues with analysers. Female patient, age 91, initial result 0.47 and post filtered result 0.01. A significant increase in the number of falsely elevated troponin results. This method (beckman-coulter accutni+3 for the access platform) is known to sometimes produces this type of result when fibrin strands are present in the plasma sample. Partially clotted specimens. Causing issues with analysers.